Event description:
Closure device key will not slide down the device to unlock the closure plug. No harm to patient, closure device removed and manual pressure held. Noticed with the 5 fr devices this is happening frequently.